Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The devices were returned for evaluation. The pump was not returned as it remains implanted. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Thorough external visual inspection of the devices revealed no signs of physical damage or contamination. The reported power switching event could not be confirmed, as the controller had a prior firmware version which does not log battery capacity. Controller log files did confirm the event; the log files revealed a controller power up and motor start event on the date of the reported event. Analysis of battery (bat043690) revealed that the device met specifications; the battery passed visual inspection and functional testing. Analysis of batteries (bat005737, bat005739, bat005738, bat013251) revealed that the devices failed to meet specifications due to a faulty internal cell pair, which likely contributed to the reported event. Controller (con001663) and battery (bat005739) failed visual testing; contamination on power port one (1) of the controller and contamination of the pins of the battery was found. Battery (bat005736) failed functional testing due to a defective component on the printed circuit assembly. It was also noted during testing that battery (bat005736) contained a faulty internal cell pair. The confirmed malfunctions are related to the reported event. Contamination in both controller (con001663) and batteries (bat005739 and bat005736) containing a defective electrical component can contribute to the reported event. However, the most likely root cause of the reported event is a faulty internal battery cell pair. An internal investigation has been opened by the manufacturer. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. This is seven of seven reports (3007042319-2014-00643, 00881, 00882, 00883, 00884, 00885 and 2015-10003) submitted for devices related to the same event.

Event description:
Approximately three years two and a half months post hvad implantation the patient's wife returned home to find him unconscious with alarms sounding. Two batteries were connected to the controller at the time. Per the wife, "the pump restarted" after reconnecting one power source to ac power. Preliminary log file review confirms a pump stop on the day of the reported event. The patient was resuscitated by emergency response personnel and transported via ambulance to a nearby hospital where he was subsequently cooled and placed on a ventilator. He was transferred to his implanting facility later that day. Admitting CT scan of the head revealed edema. A follow up CT scan was performed but the results were not been provided. The patient recovered with no neurological deficits but has no memory of the events that occurred prior to losing consciousness.